Event description:
It was reported by the risk mgr, during a cardiac catheterization procedure, the 6f 110cm syyglass pigtail catheter kinked and "wrapped around itself" when being advanced across the aortic valve. The physician did not use the guidewire in the catheter when attempting to cross the valve. Unsuccessful attempts were made to straighten the "knotted" catheter with multiple wires. While attempting to remove the "knotted: catheter through the sheath, the pigtail portion "severed" at the kink and was retrieved with snares introduced into the pt by a contra lateral femoral approach.